Manufacturer narrative:
The customer declined the option to have their glidescope core 2m quickconnect (qc) cable returned to verathon for evaluation, therefore the cause could not be determined. Review of complaint history for the reported qc cable lot number 18350-1-4 identified one (1) previous complaint reported to verathon; however, the reported issue for that qc cable was unrelated to image freezing. Trending analysis for glidescope core 2m qc cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported the screen on their glidescope core 10-inch monitor was intermittently freezing during intubation and resulted in a delay in treatment. Follow-up information from the customer reported isolating the issue to the glidescope core 2m quickconnect cable that was connected to the monitor. No use of a backup device or harm to the patient was reported.